Event description:
It was reported that post device change-out procedure the right ventricular lead exhibited noise problem resulting in pause episodes evident to hospital telemetry monitoring. The patient was asymptomatic to the event. During the revision procedure, lead fracture was observed. The lead was explanted and replaced on (B)(6) 2018. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported event of noise was confirmed, the reported event of lead fracture was not confirmed. A complete lead was returned in two pieces. An insulation abrasion breaching the inner insulation was noted at 30.0 cm to 32.0 cm from the distal tip. This most likely contributed to the reported complaint of noise problem.